Event description:
Add'l info received from reporter on 11/15/2019, for report number mw5090382 to add address.

Event description:
Blindness immediately following the surgery. Had cataract stents inserted and it has blinded her in eye and pressure. This product was already known to cause blindness; it was used on an elderly woman causing vision blindness and now she needs 24-hour care. The hardship has been devastating. Glaucoma surgery in less than a month; she was blind in one eye and the other eye is gradually going.